Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was fluctuating. Customer's blood glucose was 200-300 mg/dl. After charging the pump, the battery issue had resolved.